Manufacturer narrative:
Company representatives evaluated the unit and replaced the gas module.

Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected gas monitoring. No patient injury was reported.